Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the patient's anterior chamber shallowed after hydrodissection. A viscoelastic was injected into the eye, and upon phacoemulsification, a thermal injury occurred. Three corneal sutures were required. The procedure was completed without further incident. Additional information was provided by the surgeon, who reported the cataract hardness was a grade 2, in the right eye. The patient is currently being treated with a corticosteroid eye drop.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of anterior chamber shallow and thermal burn; however, a video provided confirmed the presence of milky white substance in the eye. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Per clinical evaluation of the video provided, a corneal burn appears and the ovd inside the eye starts to go milky. The milky white substance in the eye are likely from a high heat level which may have been the cause of the corneal burn. Because a sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).